Event description:
During initial surgery for mandibular distraction, the device was placed several times and then the doctor decided to go with a larger distractor. Seven (7) days after the surgery, the screws began pulling out of the bone. A revision surgery was performed and the distractor was successfully reattached to the bone.